Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and trace pointer error. The customer's blood glucose value was unknown. Customer stated they took the battery out and it beeped and out the battery back in and it stopped beeping but the insulin pump stayed turned off. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that display return after insulin pump restart. Customer stated insulin pump had crack. Customer was advised the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No pump error 68 alarm or blank display noted during testing. Device functioning properly. Device received with cracked case(battery tube) and missing display window cover.